Event description:
During patient treatment the displayed mean airway pressure began fluctuating then suddenly decreased to essentially zero; however, the rental 3100a otherwise functioned properly. The patient's o2 saturation and tcco2 levels remained stable, so the patient remained on this 3100a without being compromised until a replacement 3100a became available.